Manufacturer narrative:
Received claim on 04/10/06. Requested add'l info on 05/02/06 and 05/17/06. Did not receive info until 11/22/06. Earrings were not returned to MFR for evaluation.

Event description:
Consumer claims to have had ears pierced at a retail vendor with the inverness system in 2006. Sought medical attention for redness and swelling at the piercing site about 2 weeks later. An incision and drainage was performed and an oral antibiotic was prescribed at that time. Sought medical attention again the next day and was admitted to the hospital at that time and i.v. Antibiotics were administered. She was discharged 3 days later. Three days later, she sought medical attention and was admitted to the hospital again for i.v. Antibiotics and discharged 6 days later with oral antibiotics prescribed.